Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A caregiver reported that after the adc freestyle libre sensor insertion, the customer experienced symptoms described as pain muscles, sweating, and ¿blood gushing out¿. The customer was unable to self-treat and the paramedic was called. The customer was transported to the hospital where he was diagnosed with hypoglycemia and treated with coke and glucose injection. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported that after the adc freestyle libre sensor insertion, the customer experienced symptoms described as pain muscles, sweating, and ¿blood gushing out¿. The customer was unable to self-treat and the paramedic was called. The customer was transported to the hospital where he was diagnosed with hypoglycemia and treated with coke and glucose injection. There was no report of death or permanent injury associated with this event.